Event description:
It was reported that the user experienced a cartridge change error, which prevented successful insertion of new cartridges and the customer did not have backup insulin injections to use. Subsequently, the customer experienced a blood glucose (bg) level of 432 mg/dl. The customer went to the emergency room and was subsequently admitted into the intensive care unit. Customers bg level was treated with intravenous fluids and insulin. A product specialist was sent to the hospital by customer support to investigate the issue, and they found no technical faults in the pump's history. The specialist successfully restarted the pump, performed a comprehensive check, and confirmed the pump was functioning correctly. The customer was discharged on (B)(6) 2025, with their blood glucose issue resolved and no permanent damage sustained.